Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
H11. D10. Concomitants - product information: 6798280-02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5; 5787145-02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with a truliant device on the right knee and then approximately 2 years, 2 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: revision surgery, synovitis, bone loss, loss of mobility, joint pain, and swelling. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.